Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There were reportedly no audible or vibratory tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was used for basal delivery from (B)(4) 2013. A review of the black box history revealed no evidence of power on reset (por) events during the reported time period. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The battery cap was tightened and then unscrewed ½ turn with no rebooting issues. The unit was primed and exercised for 24 hours; no power interruptions occurred during testing. The pump¿s cover was removed; no intermittent conditions were found to the power or the circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.